Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call device issue. The customer's blood glucose was unknown. Trouble shooting was performed and found the insulin pump exploded and customer threw it out the window on the highway. Customer states the device is now in pieces and needs a replacement. Customer stated he was driving and heard a sizzling noise and then saw sparks coming from the device . Customer stated he was in a panic and threw the pump out the window. Advised the insulin pump will need to be replaced. Advice to discontinue use of the device and revert to backup plan. The insulin pump will not be returned for analysis.